Event description:
On 09/08/2025, it was reported that the patient experienced elevated blood glucose (bg) readings up to 300 mg/dl after consuming chinese food. The agent informed the patient that such elevations were expected due to meal composition and advised remaining on the ilet to allow the algorithm to correct bg. The patient followed this advice. At follow-up on (B)(6) 2025, the patient reported that bg returned to range without needing to change supplies. The patient confirmed that the ilet corrective algorithm effectively regulated bg. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.